Event description:
It was reported that on (B)(6) 2026, a 16mm amplatzer vascular plug ii was chosen for implant using an non-abbott delivery system. Following deployment and release of the device, the physician observed that residual blood flow continued to pass through the treated vessel. The leak was observed as a paravalvular leak and measured 1.2mm. The leak was observed through x-ray and cardiac ultrasound. The procedure was stopped, and the damage was reported. The physician subsequently removed the device using the delivery system to complete the procedure. The procedure was completed, and the patient¿s final outcome was reported as satisfactory with no adverse effects. It was confirmed that the device was released from the delivery system. There were no clinical signs or symptoms during or after this event.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect- impact code: 4641.

Event description:
It was reported that on (B)(6) 2026, a 16mm amplatzer vascular plug ii was chosen for implant using an non-abbott delivery system. Following deployment and release of the device, the physician observed that residual blood flow continued to pass through the treated vessel. The leak was observed as a paravalvular leak and measured 1.2mm. The leak was observed through x-ray and cardiac ultrasound. The procedure was stopped, and the damage was reported. The physician subsequently removed the device using the delivery system to complete the procedure. It was confirmed later that the device was not released from the delivery system. The physician tried to rotate the guide wire (delivery cable) to released the device from the delivery system, but he saw the device rotated with the guide wire. So, he decided to change other new one to finish the operation. The procedure was completed, and the patient¿s final outcome was reported as satisfactory with no adverse effects. It was confirmed that the device was released from the delivery system. There were no clinical signs or symptoms during or after this event.